Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff missed was observed as malposition of the suture. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable vessel due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.

Event description:
This was reported as a venotomy closure of the right common femoral vein with a prostyle device using the pre-close technique via a 6f sheath hole prior to a mitraclip procedure. Reportedly, after the first prostyle device was successfully pre-placed without issue, a cuff miss [suture retrieval issue] occurred with the second device. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 12f and the mitraclip procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.